Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated. On (B)(6) 2010, the battery voltage with telemetry was 2.76v and the daily measurement was 2.97v.

Event description:
It was reported that the programmer displayed a lower than expected battery voltage. Upon further investigation of device data, it was reported that the actual battery voltage was higher. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer displayed a lower than expected battery voltage. Upon further investigation of the save to disk file, it was reported that the actual battery voltage was higher. It was also reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated. On (B)(6) 2010, the battery voltage with telemetry was 2.76v and the daily measurement was 2.97v. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.